Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the safety disk to be damaged causing the reported failure. In addition, the fse also determined that unit also requires replacement of the pm kit 5000h. Repair will be performed upon the customers approval. A supplemental report will be submitted once new information is provided.

Event description:
It was reported that during inspection the cs300 intra-aortic balloon pump (iabp) had a damaged safety disk that caused the unit to not work. There was an alarm for a leak in the iab circuit. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(4).